Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump had loose drive support cap and physical damage. Customer stated that plunger fell out of the insulin pump so they used scotch tape to reattach it. Customer was referring to the end of the insulin pump. Advised the customer if this is the drive support cap then the insulin pump is not safe to use. Mother stated that the customer still wearing the insulin pump. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.